Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals a piece of the tip are broken off. The broken piece was not returned with the device. The visual also reveals burrs and gouges in the metal of the device. The device shows signs of significant wear and use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review revealed that a similar event was identified. A hazzard evaluation that took place concluded that the occurrence of the described breakages are occurring at an acceptable level, therefore no more actions were initiated . At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, one (1) anthology inserter poster hard broke off inside the capture hole that attaches the inserter to the stem. The stem was removed via a renovation trunnion extraction device, and another stem was implanted using an impaction device. All pieces were removed from the patient. The incident caused a non-significant delay of less than 10 minutes. No further complications were reported as a consequence of this issue.